Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high out of range shock impedances. When the patient was brought in for further evaluation, the set screw was found to be loose. After tightening the set screw, the impedance issue was resolved. This device remains in service. No additional adverse patient effects were reported.